Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0153976. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-01. Medical device lot #: 9266933. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-09-23. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0153976. A review of the device history record was completed for batch# 0153976. All inspections and challenges were performed per the applicable. A complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9266933. Operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 5 syringe 0.3ml 31ga 8mm tw experienced hub separation from the device. The following information was provided by the initial reporter: the pharmacy themselves use these syringes to draw up a customer specific dose of insulin which is then packaged and presented to the customer as part of a weekly script for the customer to self inject at home. The pharmacy remove the orange cap to expose needle, draw up dose the place protective orange cap back onto the syringe. The pharmacy has received 2 separate customer complaints where when the customer had removed the orange cap the needle was dislodged from the syringe and came away with the cap. These 2 samples are not available. The pharmacy then checked the scripts which were made up but not yet dispensed to customers where they found another one did the same and a fourth appeared loose but not removed. They replaced these with another syringe and kept the samples for us to pick up. They pharmacy noted that they have been doing this practice for 9 years and this is the first time this has occurred. They also mentioned that at the same time of these complaints someone different has been processing and they feel this could perhaps be the cause.